Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump screen lcd display scratches and customer was unable to read the screen during night. The customer's blood glucose level was 145 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with minor scratched lcd window noted.